Event description:
The unit burned. Co's inspection revealed a 1/2" diameter burn hole caused by thermostat connections arcing. No deaths or injuries were reported. It was reported the pt layed on the unit which is contrary to the how-to-use booklet of instructions.